Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while the instrument was being set-up and on the second firing on the stomach sleeve, the device did not fire. The scrub nurse loaded the reload and handed it to the surgeon with closed jaws. The surgeon was not able to open the reload to place on the tissue. The reload was taken out and a new handle and reload were opened to continue the procedure and complete the case. There was no patient injury.